Event description:
It was reported to boston scientific corporation in 2009, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, approximately three minutes into the procedure there was a low water level alarm. The heat exchanger cartridge was empty of water. An abdominal ultrasound revealed water in the patient's bladder. The prolieve catheter was removed and a tear was noted in the anchoring balloon. The physician aborted the procedure. There were no complications and the patient's condition was reported as okay.

Manufacturer narrative:
The patient's exact age is unknown. The device has been received, but an evaluation has no yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.